Event description:
Caller reported a cartridge alarm on a replacement pump that had not yet been used. There was no reported impact to the customer's blood glucose level, as the caller was using manual injections for insulin delivery. Technical support advised the caller on loading techniques, but the issue persisted, leading to the decision to send a replacement pump.